Manufacturer narrative:
Additional product code: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer disabled" and "defib disabled" messages. The complainant indicated that the device continuously restarted/rebooted power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction of the device restarting/rebooting was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The device's monitor board was replaced as a precaution. The malfunctions of the device displaying "defib disabled" and "pacer disabled" messages were observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The device's pace/defib engine assembly was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.